Event description:
It was reported that the pulse generator could not be interrogated. The patient had presented via transtelephonic monitoring at elective replacement indicator (eri) a few days prior. A longevity estimate from (B) (6) 2009 indicated roughly four months until eri.